Event description:
The customer observed, fluid drip from the probe handler area of the ortho provue analyzer into the wash station. Dripping fluid may lead to dilution of reagent or sample and may lead to erroneous test results. There was no report of harm as as results of this event.

Manufacturer narrative:
Investigation into this event by the field engineer showed that the probe was bent. The fe replaced the probe and restored the analyzer to proper operation. The root cause of the event was instrument- related.